Event description:
Edwards was informed that a male patient experienced weakness, fatigue, rash on legs, and recent fever approximately 5 months post implant of an edwards 3300tfx 25mm valve. Echocardiologist did a tte which showed an area of echo density near the aortic root and vegetation on the aortic valve. A PICC line was placed for IV antibiotics. The subject device remained implanted with no reported malfunction. Through follow up with the health care provider, it was learned the organism identified is staph epidermis.

Manufacturer narrative:
The following information was provided by the site: "on 11/30/2013, in the selling of infection and right heart failure, the subject lfts and lactic acids were high. A chest, abdomen. Pelvis CT was done. The CT showed a possible sma emboli. A heparin drip was started. No other actions were taken regarding this before the subjected died on (B)(6) 2013." The site indicated that this septic emboli was not related to the device or to the procedure. There was no malfunction of the device. There was no record of autopsy and no report of the device explanted for return and evaluation. No additional information has been provided regarding patient history. However, there is no allegation the source of the infection was related to the device. The serial number remains unknown; therefore, no device history record (DHR) review can be done.

Manufacturer narrative:
Serial number was learned when this patient was identified in the implant patient registry. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. The serial number has not been provided. Therefore, a device history record (DHR) review and lot history cannot be done at this time. The device will not be returned for evaluation because it remains implanted.